Manufacturer narrative:
Trackwise (B)(4) updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The lot # 3000484028 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Event description:
The hospital reported that during radial endoscopic vessel harvesting procedure, vasoview hemopro 2 plastic melted at tip of device. There were no components of the device detached into the harvesting tunnel or inside the patient. A new device was used to complete the procedure. No harm or ill effects. No significant delay.

Manufacturer narrative:
Tw # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.